Event description:
It was reported that there was blurry image.

Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure "no image and snapped in half" was confirmed for no image only. According to henke: scope evaluated as a level 3. Tip and fiber damage, broken lenses in system. The scope is not snapped in half. Probably root cause for this failure is: the complaint for ¿no image and snap in half during a case¿ has been confirmed for ¿no image¿ only and is due to customer use and handling. The reported failure mode will be monitored for future reoccurrence. Manufacturing date is unknown.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image.